Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). Tests are faulty! Gave me a false negative, then took a different test and it was positive. I knew I was positive, I am so sick. What a waste of money. Stop selling this brand!